Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer observed that the harmonic ace instrument tip was broken. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for one hour and performed as intended up until it broke. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that there was no patient harm, injury or adverse outcome. There was no video recording of the procedure, but an image of the instrument damage was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.268¿ from the base. A piece measuring approximately 0.078" x 0.330" was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The common cause of the broken blade is typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in crack which then result in broken blades). A review of the procedure log showed the harmonic ace instrument (part# 480275-08 / lot# l90220228-0261) was last used on (B)(6) 2022 during this thyroidectomy surgical procedure with system (B)(4). The harmonic ace instrument is a single-use device. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed. The image confirmed that the harmonic ace instrument blade was missing/detached. This complaint is being reported due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.